Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button properly and assisted them in removing the pump from its case. Despite these efforts, the button remained difficult to use, so a replacement pump was arranged. The current pump, which was still under warranty, was to be sent back with a pre-paid label, and a backup method of insulin delivery was employed to ensure no disruption occurred during the exchange.